Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, due to the lack of calcium on the native valve, the valve dislodged upon deployment. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.